Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6: health effect - clinical code - 4551 - nodule

Event description:
It was reported that the patient experienced a skin reaction with an infection which occurred on (B)(6)2025. The wearable was inserted into the arm on (B)(6)2025, prior to sensor insertion the area was prepped with alcohol. The patient developed redness and a lump at the needle puncture site. On (B)(6)2025, the patient consulted a physician and had the insertion site checked and was diagnosed with an infection and was prescribed a course of oral antibiotic medication (doxycycline, two unspecified tablets twice a day for 10 days). At the time of the report, the lump and redness had already subsided. No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No additional event or patient information is available.